Manufacturer narrative:
The pump was received with blank display due to battery tube connector not plugged in properly. The functional tests were unable to be performed due to blank display. The pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injections. The customer states they had issues with blank display. The customer states they had tried to replace the battery, and had received replacement cap. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.